Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The leg appears to be bent in such a way that the caster cannot swivel fully around ¿ you can see that it is blocked. He said it does not seem that the caster is the issue ¿ he lays down on the floor and it looks like the leg is bent.